Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
Reporter had meter-to-hcp meter, back-to-back, blood glucose test performed with results of 195 to 112 mg/dl. Reporter was not experiencing any symptoms.